Manufacturer narrative:
Investigation summary: unfortunately no additional information, pictures, or sample could be provided by the end user for further investigation. A review of the device history record could not be performed as a lot number was not provided for this incident. Per customer response, the staff member tried to push the device into the sharps collector which caused her finger pressure into the back holder of the needle. The root cause could be related to the opening of the collector which was stuck, but additional information like a photo of the collector stuck or the sample was required for this evaluation. The root cause appears to be user handling. The actual root cause cannot be determined after investigation with the information provided. Bd will continue to monitor for any trends.

Event description:
It was reported that a sharps coll australia 0.87l had stuck lid that resulted in a needle stick injury. The report is as follows., "the staff member went to put an activate bd eclipse signal blood collection device needle in to a bd sharps container bd code 305008, which was empty. The opening of the sharps collector was stuck and the device was sitting in the opening and had not dropped into the container. The staff member tried to push the device into the sharps collector and her finger went into the back holder of the eclipse signal (368835), giving her a needle stick injury from the non-patient end of the device." "Post needle stick injury I informed supervisor and was sent to emergency department where I spent 2 hours. I had my blood pressure checked and I had a blood sample taken for hep b, hep c, hiv etc code nsstfc and I was told to refrain from sexual activity etc. I was offered counselling etc and days later was phoned by infection control to advise both the patient and myself came back negative for hiv, hep b and c etc".

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a sharps coll australia 0.87l had stuck lid that resulted in a needle stick injury. The report is as follows., "the staff member went to put an activate bd eclipse signal blood collection device needle in to a bd sharps container bd code 305008, which was empty. The opening of the sharps collector was stuck and the device was sitting in the opening and had not dropped into the container. The staff member tried to push the device into the sharps collector and her finger went into the back holder of the eclipse signal (368835), giving her a needle stick injury from the non-patient end of the device." "Post needle stick injury I informed supervisor and was sent to emergency department where I spent 2 hours. I had my blood pressure checked and I had a blood sample taken for (B)(6) and I was told to refrain from sexual activity etc. I was offered counselling etc and days later was phoned by (B)(6) to advise both the patient and myself came back (B)(6)."